Event description:
It was reported while using bd micro-fine¿+ pen needles the needle could not be attached to the pen. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: just opened the package this morning and found that the needle tip of the product was facing , it cannot be attached to the pen. I opened three sticks in a row, all with the needle tip facing up, and this has never happened before using this product.

Manufacturer narrative:
H6: investigation summary: no photo or sample returned for further analysis or investigation. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Tested 7pcs retention samples of np end appearance, no abnormal found. Based on the investigation above, the certain cause cannot be concluded at this moment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles the needle could not be attached to the pen. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: just opened the package this morning and found that the needle tip of the product was facing, it cannot be attached to the pen. I opened three sticks in a row, all with the needle tip facing up, and this has never happened before using this product.